Event description:
The reporter stated the surgeon partially inserted a cq2015a collamer aspheric three piece lens. Haptic broke during insertion into the pt's eye. The lens was removed with no pt injury. Another same model lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4)